Event description:
According to the complainant, during procedure prepping, upon opening the sterile hydrothermablator procedure set, it appeared the packaging was not sealed properly. The physician successfully completed the procedure with another hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. A review of the device history record for the hydrothermablator procedure set lot # 0000033161 was performed, no anomalies were noted. Device discarded.